Event description:
It was reported that the ventilator shut down. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information was available regarding the device evaluation. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the device was evaluated. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.